Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated positive result for sars-cov-2 and influenza a (negative influenza b). The same sample was retested on a separate cobas liat analyzer which yielded a negative result for sars-cov-2, influenza b and negative influenza a. Negative result was reported for sars-cov-2 and influenza b, and a positive result reported for influenza a. No harm alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. According to the data provided and reviewed, both instruments appear to be working well. For the initial run, the sars-cov-2 positive result was identified to be near/at the limit of detection (lod) of the assay while the influenza a result was identified to be a strong positive. The most likely cause for the discrepancy observed is due to the sample having a low viral load where results are known to waiver on repeat testing. Low viral load specimens that are near the assay's lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Cross-contamination cannot be ruled out.